Manufacturer narrative:
The company rep examined the system, confirmed the reported event, and replaced the supervisor assembly, laser core module, and table-top illuminator. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported during a procedure, the system's laser function was unavailable. A standalone laser was used in conjunction with the system to complete the procedure. There was no pt harm or injury reported. Additional info has been requested.